Event description:
The patient stated that his infusion device was audibly beeping and "-----" was displayed on the screen. During troubleshooting with a company representative, it was determined that he was using a power pack affected by the recall in his infusion device. It had been in use over two weeks. He acknowledged awareness of the recall and had received corrected power packs. However, he had not yet removed the affected power pack to replace it with a corrected power pack. He then replaced the power pack and the infusion device functioned correctly. He was advised to properly dispose of any power packs he had remaining that were affected by the recall. The patient did not report any blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.